Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the drawer fell off as it was opened. No injury reported.

Manufacturer narrative:
For the investigation only limited information was available. In general, in case the drawers get pulled out above the ordinary pulling force against the end position, it is possible that the metallic latches of the drawers dislodge. This is hearable, tactile and visible for the user. In this condition the drawer remains inside the tracks and do not fall down. The user can easily snap in the drawers again. The affected fabius was manufactured in october 2015. Since about 10 years an improved drawer design was introduced. The telescopic slides are equipped with threaded holes instead of brackets. Each drawer is additional fixed with four screws to the slides to prevent pulling out. Due to the reported error pattern it can be assumed that an older version of the drawer was in use in this case. It can be concluded that a dislodging drawer is obvious for the user as a dislodgment is hearable, tactile and visible for the user. On site the slide bar was replaced and the device was returned to the user after the device was tested to manufacturer's specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the drawer fell off as it was opened. No injury reported.